Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 / 4. The home patient (hp) reported that the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp with troubleshooting the alarm, ending therapy and advising to inform the nurse about the alarm. During a follow up with the caregiver (cg) regarding the bag falling and disconnecting, it was revealed that the bag slipped and fell from the table. Per cg, there were no defects on the supplies. The cg confirmed that the hp did not have any injury or harm as a result of this incident. The cg also confirmed that she had notified the nurse. The cg stated that the hp is doing fine and continuing therapy without any issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) revealed that the bag slipped and fell from the table. Per cg, there were no defects on the supplies. The home patient (hp) reported that the supply bag fell and disconnected. The batch review was performed on potentially associated lots (h10e20013) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).